Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to troubleshoot a "new cuvette cartridge" error. The customer stated that the cuvette film has come off the wheel and needed to be re-threaded. Ccc instructed the customer to re-thread the wheel, after which cuvettes cycled without error. The customer called ccc back and reported that she was injured when attempting to close the thermal chamber. The customer was wearing personal protective equipment. Ccc followed up with the operator who was well and returned to work. The cause of the operator's injury was a human factors issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of a dimension exl with lm instrument injured her finger in the thermal chamber during troubleshooting. The operator went to the emergency room (ER), where she was treated for a small laceration and received a tetanus shot.there are no reports of adverse health consequences due to the operator's injury.